Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: there was evidence of short battery life, battery alarms and pump reboots observed in the black box. The pump powered on with the returned battery cap which was able to fully tighten. The battery compartment was intact. There was evidence of moisture behind the display lens confirmed by the leak test and pump casing crack near the display. Due to internal moisture contamination, the pump alarms with cs 052 and current electrical draws were not within specification. The pump case was removed and there was evidence of moisture contamination throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).